Manufacturer narrative:
An event of paravalvular leak (pvl) and left bundle branch block was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was indicated that the patient had pre-existing heart failure which may have contributed to the reported left bundle branch block but cannot be confirmed. The final implant depth was 1 mm from the non-coronary cusp. It was also noted that post-implant the patient presented with a moderate perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported pvl could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had pre-existing heart failure. The patient had annular and left ventricular outflow tract (lvot) calcification. A pre-dilation was performed with a 24mm non-abbott balloon. The patient presented with a left bundle branch block (lbbb) on echocardiogram. No intervention was required as it resolved on its own. The device was implanted. The final implant depth was 1mm from the non-coronary cusp (ncc). Post-implant the patient presented with a moderate perivalvular leak. The valve was determined to be too high for post-dilation. No intervention was required to treat the perivalvular leak. The physician considered the leak acceptable. The patient went into congestive heart failure post-procedure. The brain natriuretic peptide level was 56. The patient was prescribed spironolactone. On (B)(6) 2024 the patient presented with dyspnea and 10lbs of weight gain. There was also a concern for pitting edema. An electrocardiogram (EKG) showed the patient was in sinus rhythm. An echocardiogram (echo) showed a mild anterior wall leak, a trace posterior wall leak, and trace valvular regurgitation. The patient was provided 20ml IV lasix and prescribed 20mg of oral lasix. A follow-up was scheduled in a week. The patient status was stable.